Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc) and dilator assembly was advanced to the left atrium. When removing dilator from sgc, physician failed to retract guidewire into the dilator as per IFU and left guidewire in place. This allowed air to enter the system. Air was observed in the heart anatomy on echocardiography. Patient experienced a loss in blood pressure. The air was able to be removed via aspiration, the patient's hemodynamics recovered, and the procedure continued. When the aspiration was performed, the clip had been removed from the anatomy. Outside of the anatomy, the grippers were tested but only one gripper could lower. A replacement xtw was then implanted successfully. The procedure ended with mr reduced to grade 1.